Manufacturer narrative:
The device was explanted but not returned. The manufacturing and sterilization records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient's device was explanted and IV antibiotics were administered due to a potential infection at the ipg site. Nevro attempted to obtain additional information but was unsuccessful. There have been no reports of further complications regarding this event.